Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 139268 lot# 832340 m2a-magnum 52-60mm tpr ins std. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 9 years and 7 months post-implantation due to loosening of the femoral stem and metal related pathology. It was noted femoral loosening with subsidence due to lack of osteointegration, leg shortening, pseudoarthrosis, synovitis, sclerotic femoral bone, and a pseudo membrane was sent to pathology for evaluation. All products were revised without complication. Attempts have been made and no further information has been provided.